Event description:
Patient is suspected to have an inflammatory mass. The pt's pump contains 50 mg/ml concentration of morphine. A follow up report will be sent when additional information is obtained.